Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-25143. The pt has two leads with the same lot number. It was reported the pt never received effective stimulation with his thoracic scs system. Reprogramming was unsuccessful due to the pt only receiving stimulation in a unintended area. Diagnostics revealed low and invalid impedances. X-rays were ordered. The pt will meet with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.